Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. Catheter and the pump. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving bupivacaine 8.5mg/ml for a total dose of 4.98mg/day, ketamine 7.27mcg/ml for a total dose of 4.26mcg/day, droperidol 256mcg/ml for a total dose of 150.02mcg/day, and morphine 800mcg/ml for a total dose of mcg/day via an implantable pump for spinal pain. It was reported an underinfusion occurred. The actual reservoir volume (arv) was 14-15 and the expected reservoir volume was 4 (arv greater than erv). It was noted no prior history of underinfusion that the caller was aware of. No symptoms reported. Pump and catheter was replaced on (B)(6) 2016, and product will be returned for analysis. No further information provided.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Only the pump was returned to the manufacturer. Analysis of the pump on (B)(6) 2017 revealed no anomaly. As per the pump¿s log, the following medications were being administered via a simple continuous dose rate as of (B)(6) 2016: morphine (concentration: 800.0 mcg/ml, dose rate: 468.81 mcg/day), bupivacaine (concentration: 8.5 mg/ml, dose rate: 4.9811 mg/day), droperidol (concentration: 256.0 mcg/ml, dose rate: 150.02 mcg/day), and ketamine (concentration: 72.7 mcg/ml, dose rate: 42.603 mcg/day). The evaluation codes, results codes and conclusion code all pertain to the pump. The previously applied conclusion code 92 remains applicable regarding the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.